Event description:
It was reported that this inflatable penile prosthesis (ipp) was experiencing fluid loss due to a reservoir leak. A surgical procedure was performed in which the reservoir was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.